Event description:
It was reported that the programmer appeared to be running slowly and reacting poorly to touch screen commands. During threshold testing, asystole occurred due to a slow response to touch screen. The patient recovered well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.